Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) was consulted, and device replacement was recommended. Additionally, it was reported that this device appeared to show a fixed battery longevity estimate that was not changing over time. However, upon review, ts determined that decrease in longevity exhibited normal behavior. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) was consulted, and device replacement was recommended. Additionally, it was reported that this device appeared to show a fixed battery longevity estimate that was not changing over time. However, upon review, ts determined that decrease in longevity exhibited normal behavior. No adverse patient effects were reported. This pacemaker remains in service.